Manufacturer narrative:
Additional information was received that the valve was implanted within a non-medtronic surgical valve. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient identifier was inadvertently left off the initial report and was added to section a1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: evproplus-23us, serial #: (B)(4), ubd: 19-jun-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, within a surgical valve, the valve was recaptured three times for an unknown reason. One day after implant, the patient began to experience dullness of sensation and muscle weakness in the right upper and lower limbs. A head magnetic resonance imaging (MRI) confirmed a cerebral infarction. Incomplete paralysis of the right upper and lower limbs due to a pre-existing cervical cord tumor was noted. The activities of daily living did not change and the muscle strength gradually recovered through daily rehabilitation during hospitalization. Per the physician, the cerebral infarction was caused by the valve being recaptured three times during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, the valve was implanted within a non-medtronic surgical valve. This indicates that the probable cause of the positioning difficulties was a challenging patient anatomy, but this cannot be confirmed with the limited information available and a relationship to the delivery catheter system (dcs) could not be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Stroke is a known potential adverse effect per device instructions for use. Ischemic strokes have many etiologies, including embolization of calcific debris, and is highly dependent on patient medical history and procedural factors. No angiographic records were submitted for review. Without procedural images and limited evidence available, an assignable root cause could not be determined and a relationship to the dcs cannot be established. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.